Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient called and stated that she had a left tka revision on or about (B)(6) 2011. Patient stated that she has had pain, swelling and stiffness since day one of the surgery and the pain has not gone away.

Manufacturer narrative:
The unknown knee implant reported was found to be a competitor devices therefore, this report is being canceled.

Event description:
Patient called and stated that she had a left tka revision on or about (B)(6) 2011. Patient stated that she has had pain, swelling and stiffness since day one of the surgery and the pain has not gone away. Update- patient did not have stryker implants after the revision of primary.